Event description:
It was reported that the patient experienced an overdose. A few minutes prior to the time of this report, the patient presented to the emergency room (ER). The patient was unresponsive. The healthcare provider (hcp) wanted to interrogate the pump so he knew what dose and concentration the patient was on. The hcp started giving the patient narcan, but was not seeing any changes. The patient did have a number of other oral medications, including oxycontin and valium, but the reporter did not have the full list. The device system was used to deliver dilaudid. The cause of the event, troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).